Event description:
Procedure type: laparoscopic gastric bypass. During a review of the (B)(4), the following report was identified: during a laparoscopic gastric bypass, the physician advanced an ethicon 25 mm eea stapler loaded with a 25 mm peri-strips dry with veritas collagen matrix buttress through the umbilical port site to the intended location of gastrojejunal anastomosis. Upon attempting to remove the stapler, resistance was encountered which resulted in a gastric tear along a counterclockwise line from the 3 o¿clock position to 9 o¿clock position. There was no difficulty noted while loading or firing the stapler. It was noted that the physician¿s removal technique was to slightly push the stapler in and rotate his hand back and forth prior to attempting to remove the stapler. Inspection of the stapler after removal revealed that there was only (1) intact tissue donut present, instead of the usual two (2). The physician was unable to salvage the anastomosis, cut it out and made a new anastomosis with a new 22 mm circular stapler with no buttressing material. The second anastomosis was completed without further complication. The¿

Manufacturer narrative:
(B)(4).